Event description:
Procedure type: lap gastric bypass. According to the reporter: during the case, the balloon was infused with 25 cc of air, then the balloon burst. Used another device to complete the case. No additional bleeding. Nothing fell into the patient's cavity. No tissue damage. Operative time was not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4)